Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Case #00971754 - npi 8100 error 232.6040 display board- failure bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00971754 case subject: npi 8100 error 232.6040 account name: ochsner medical center baton rouge account #: 1007347 asset name: 8100bd pump module v9.33.0.50 asset location: contact: seth gomez contact email: seth.gomez@ge.com contact phone: (601) 270 7316 contact mobile: patient or user involvement: no patient or user harm: no case description: seth had error 232.6040 on lvp8100 sn (B)(4) failure device type: failure problem type: failure mode: case resolution: I recommended seth to replace display board. Assisted with a part number and transferred to com for pricing. Seth will replace display board. Ref:_00d30y0yr._5000l1qjpvs:ref